Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it passed all the relevant testing. Manual "try it" testing was performed and passed. Drop testing was performed and it passed. The receiver case was opened for an interior inspection, and passed. The speaker resistance was measured and it passed. The reported event of no audio output was not confirmed. A probable cause could not be determined.